Event description:
It was reported that pump displayed cartridge change error and customer was unable to successfully load cartridge onto pump. There was no adverse impact to the customer¿s blood glucose level. Customer support instructed caller to remove cartridge, inspect and replace damaged o-ring, clean pneumatic tap area, refill and reattach new cartridge, and follow pump instructions, but cartridge still did not load successfully, so case was escalated for further troubleshooting.